Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. UDI related data quality updates only. Section d4 primary unique device identifier (udis) # is intentionally blank per rule 21 cfr 801.30(1). The device was manufactured and labeled in 2011.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit was returned to caire's ball ground ga facility for evaluation. The unit evaluation was limited to visual inspection due to the condition of the unit. The visual inspection noted the front of the unit as exhibiting the most fire damage, with the back of the unit less impacted and power cable visibly unaffected. The unit circuit board was extensively damaged but recognizable. The condition of the new life elite 5 unit prevented functional testing from being completed. Severe fire damage was observed. Due to the condition of the unit, it cannot be determined whether the fire originated from or was directed toward the front of the unit. Therefore no conclusions on the source of the fire can be made. The product risk file was reviewed as part of the engineering evaluation. The risk assessment analysis concluded that potential risks and associated mitigations are adequately addressed and no revision to the risk file is warranted.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc's employees, caused or contributed to the reportable event stated herein. Caire customer service has requested the unit be returned to caire's ball ground, ga facility for evaluation. A final report will be submitted with the results of the investigation if the unit becomes available for evaluation.

Event description:
As reported: oxygen concentrator was in use next to resident bed. Unit was plugged into hospital grade outlet. Staff were alerted to unit being on fire by residents in room. Fire was extinguished by facility staff. Both residents in room were sent to the hospital. Resident receiving the oxygen suffered partial thickness burns to right thigh and fingers. Other resident was treated for smoke inhalation. Milwaukee fire department is investigating the fire. Wisconsin dqa is currently investigating the incident.